Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (loose cable) has been confirmed. Upon evaluation, there were disconnected pins in the power cord connector. The root cause for the disconnected pins cannot be positively identified but is likely to result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.

Event description:
A pt service representative (psr) contact zoll customer support during a pt fitting to report a loose cable on a battery charger. The pt was issued a replacement battery charger.